Event description:
It was reported that during scheduled follow-up, high capture threshold was observed. Lead dislodgement was noted under fluoroscopy. The lead was explanted and replaced when repositioning was unsuccessful. There were no patient symptoms reported and no complications associated with the procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.